Manufacturer narrative:
Device evaluation is not necessary because the reported infection has been determined to be not related to vns therapy.

Event description:
It was reported that the patient had a vns replacement surgery and then came back later due to the infection which resulted in the explant of the device. The infection was noted to be only at the generator site so the generator only was explanted and the lead was left implanted. A manufacturing review was performed and the lead and generator were confirmed to have passed sterility verification prior to distribution. It was later found out that the patient had healed from the infection. No additional relevant information has been received to date.